Event description:
It was reported that a revision surgery was performed 6 months after implantation due to abnormal mobilization of the tibial articular insert. The insert was exchanged.

Manufacturer narrative:
The associated legion ps high flexion insert was returned and evaluated. A lab analysis conducted during this investigation indicated that the anterior features appear to be undamaged. Posterior lock detail and other posterior and inferior surface features appear damaged. The posterior lock detail and sides of the component appear damaged. Fractures and deformation of lock detail and posterior perimeter features are observed. Based on this investigation, the exact causes of lock detail and inferior posterior features including lock detail fractures, deformations, scratches, and gouges could not be determined. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation noted no clinical/medical information has been received at this point. Without supporting clinical/medical documents a thorough investigation cannot be performed. The device was manufactured in 2018. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
The associated legion ps high flexion insert was not returned for evaluation. A clinical evaluation noted no clinical/medical information has been received at this point. Without supporting clinical/medical documents a thorough investigation cannot be performed. The device was manufactured in 2018. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.